Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: pca shell; cat#unk_jr; lot#unknown, v40 metal head; cat#unk_jr; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised due to pain (possible cause or contributor to pain was not reported to the rep). A pca shell and poly liner, and a v40 metal femoral head were revised to a tritanium revision shell, mdm/adm liner construct, and v40 metal femoral head.